Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, dyspareunia, and vaginal scarring. It was reported that the patient underwent a hysterectomy on (B)(6) 2005. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to pelvic pain and vaginal pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions, retropubic urethrolysis, abd sacrocolpopexy and cystoscopy due to recurrent pop, stage 2 overactive bladder, and bladder outlet obstruction. It was reported the patient had multiple trigger point injections of bilateral levator ani muscles transvaginally on (B)(6) 2005 due to vaginismus, pelvic pain, myalgia and myositis of pelvic floor muscles. It was reported the patient had bso, burch, paravaginal repair, posterior repair, and umbilical hernia repair on (B)(6) 2005 due to significant pelvic floor muscle spasms. (B)(4).